Event description:
Customer reported an amphotericin over infusion. Amphotericin secondary infusion order was 84 ml/hour over 4 hours. A nurse started the amphotericin infusion, rate 84 ml/hour on (B)(6) 2012 at 1500, with no problems. The nurse found the bag empty at 1530. Customer reported pt harm and intervention, but would not provide details other than pt was transferred from medical floor to ICU. Customer would not provide post event pt details. Additional info received: customer reported the doctors order was to infuse 500 ml 0.9% normal saline bolus over 1 hour and then start the amphotericin infusion 84ml/hour over 4 hours after the normal saline bolus completed. Customer is questioning if the normal saline 500ml bag was not hung, but the amphotericin bag was hung instead.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event log has been received and the eval is pending. A follow up report will be submitted with failure investigation results once the eval has been completed.